Event description:
It was reported that a patient was implanted with an impella 5.5 to support a patient admitted in for coroanry artery bypass graft and found to have postcardiotomy cardiogenic shock. The pump was supporting despite known heparin-induced thrombocytopenia (hit) positive status when after three days the highpurge pressure was treated with the addition of lysis, despite the hit status. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
High purge pressure: clinical details state that there was high purge pressure (pp) and purge flow (pf) dropped from 11.4 to 3.1 ml/hr on (B)(6) 2025. Pp/pf was in range again by the next day after using lysis. Data logs are not available. The product was returned and evaluated. There was biomaterial in the outlet cage partially covering the purge gap and biomaterial around the impeller. No other abnormalities were found. High purge pressure did not reproduce while the pump was run in the lab. The pp was stable around 500 mmhg during the run. Without field data logs, the hpp cannot be evaluated for motor current spikes/trends or other patterns. The cause of the high purge pressure was not determined since data logs were not available. G1 reporting contact address and country was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29988.